Event description:
During a call for an unrelated low drain volume alarm complaint, it was indicated that the home patient (hp) was in the hospital with peritonitis. The hp had a broken transfer set. Writer contacted the patient's peritoneal dialysis (pd) clinic on (B)(4) 2010 and was informed by the clinic's administrator that the patient is no longer on pd therapy and is not on hemodialysis either as the patient decided to stop dialysis therapy because she does not have anyone to assist her with the therapy. The nurse indicated that the transfer set is not available for evaluation. The following additional information was obtained from the patient's peritoneal dialysis nurse on (B)(4) 2010: the patient had been on continuous cycling peritoneal dialysis since 2008. The nurse indicated that the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 and was hospitalized. The nurse indicated the patient had been at home with a broken transfer set for 2 weeks prior, that she had not reported to the dialysis clinic. The nurse indicated it looked like the hp had twisted the white part of the transfer set too hard the opposite way. The nurse stated that the patient's effluent was analyzed but she does not know any of the results as this was done in the hospital. The nurse indicated that the hospital was only able to get a small amount of effluent as the patient was not draining due to a bowel obstruction caused by the pain medication the patient was taking after breaking her hip about a year ago. The nurse indicated that the patient recovered from the peritonitis and was discharged home on (B)(6) 2010. The nurse indicated the patient is no longer on pd therapy as she refuses to undergo any further treatment and placed herself in hospice care. No further information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation.